Event description:
It was reported to covidien on 05/08/2014 that a customer had an issue with a temperature probe cover. The customer reported that the stickers are coming off and do not adhere well at all. The customer confirmed that they are not using any other means to regulate the baby's temperature, just the skin probe for temp and following through with axillary checks q30 min. The customer attempted to reapply the probe so that the warmer adjusted appropriately. The customer further reported that the baby was not harmed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.